Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The service engineer (se) inspected the device and isolated the cause of the issue to the direct current (dc)-dc converter printed circuit board (pcb) and the alarm light emitting diode (led) pcb. The se replaced the dc-dc converter board, the alarm led pcb and the main back plane pcb. The ventilator passed all testing per manufacturing specification and was returned to the customer. One dc-dc pcb converter pcb was received by medtronic for evaluation. A visual inspection of the returned part was conducted with no anomalies observed. Testing was performed with relays activating and deactivating rapidly and pcb leds flashing. A mix sub system test diagnostic code was later seen on the status display. The fault was isolated to the c83 capacitor which had an internal 5.3 ohm short circuit. This was causing a short circuit on the 12v power rail. If this failure occurred during ventilation the ventilator would generate a vent inoperative condition. The appropriate audio and visual alarms would enunciate. One alarm led pcb, and one bd backplane pcb were received by medtronic for evaluation. A visual inspection of the returned parts was conducted with no anomalies observed. The unit powered up normally and no errors were recorded in the diagnostic logs. Calibration and self-testing procedures were run successfully without any errors. Conclusion: no fault found. Replaced as a precaution. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator display was blinking. The ventilator was not in use on a patient at the time of the reported e vent.